Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with prismalix light. According to photographic evidence provided, the labeling peeling from the device occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since peeling label could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. According to subject matter expert, label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. Therefore, we established that root cause is user related. We believe that all remaining devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 12th january, 2021 getinge became aware of an issue with prismalix light. According to photographic evidence provided, the labeling peeling from the device occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.